Manufacturer narrative:
Medical device expiration date: unknown. Results: a sample was returned for evaluation. Returned materials and photos showed reported defects. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6011688. Conclusion: photos and samples were returned from the customer in support of this complaint. Based on the returned photograph and samples, bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 16 x 100 mm x 8.5 ml bd vacutainer® sst ii plus plastic serum tubes had defective molding on the stopper. There was no report of medical intervention or serious injury.